Event description:
The customer contacted baxter's service center regarding a check patient line alarm, which occurred on the home choice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) check the line for kinks, clamps, occlusions, pull up on the lines at the hc door, close/reopen the transfer set, and resume the initial drain and the alarm reoccurred. The tsr had the hp check the patient line for air and fibrin. The hp stated that air bubbles were in the line. The tsr advised the hp to call the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance contacted the hp regarding the reported event. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded; therefore, no evaluation could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for air in tubing was not confirmed. The cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.